Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During visual inspection no evidence was found that would be related to the reported problem. The universal surgical manipulator (usm) was tested on in-house system and passed in normal mode. The usm was also tested on a patient fixture test platform (pftp) and both tests passed. As a result of this investigation failure analysis was able to conclude that the instrument sterile adapter (isa) board was found to be the potential root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) incisional hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23068 occurred. The tse confirmed error 23068 in the logs pointing to universal surgical manipulator (usm) 2 axis 7. The procedure was completed with no reported injury.